Event description:
The customer observed falsely depressed sodium and total bilirubin results while running on the architect c4000 processing module. The following data was provided: sid (B)(6): initial sodium: 114 mmol/l, repeat: 138, 139 mmol/l (reference range: 136-145 mmol/l) initial total bilirubin: 0.37 mg/dl, repeat: 0.87 mg/dl (reference range: 0.30-1.2 mg/dl) there was no impact to patient management reported.

Manufacturer narrative:
Patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The instrument generated error codes ¿6513 optics system failure, fluctuation above maximum range, bi-chromatic check¿ and ¿3579 internal low concentration waste tank is full¿. The field service representative (fsr) resolved the issue by performing a water bath exchange, verifying the cuvette washer alignment, and cleaning the waste tubing and external waste pump on the architect c4000 analyzer (sn (B)(6)). No additional discrepant result issues have been reported since the service activity was completed. Part numbers 7-205180-01 water bath, complete (rohs) and 09d61-03-225 waste pump, were determined to be the likely cause of the issue. The instrument service history review revealed zero (0) additional service tickets associated with discrepant/erratic patient results. The tracking and trending were reviewed and did not identify any related trends. The device history records were reviewed and did not identify any non-conformances or deviations for the parts or analyzer associated with the complaint. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified.